Manufacturer narrative:
(B)(4). The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17644432 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician used the maxi ld 16 x 6 80 cm and it ruptured at nominal pressure. A competitive balloon was used to complete the procedure. There was no patient injury reported and the product will not be returned for analysis. Additional information has been requested.

Event description:
As reported, the physician used the maxi ld 16 x 6 80 cm and it ruptured at nominal pressure. A competitive balloon was used to complete the procedure. There was no patient injury reported and the product will not be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was calcified and the percentage of stenosis was 70. There was slight difficulty advancing the balloon catheter through the stent. There was slight difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The maximum inflation pressure was 4. The product was removed intact (in one piece) from the patient. Procedure was completed successfully.

Manufacturer narrative:
As reported, the physician used the 16x60mm 80cm maxi ld percutaneous transluminal angioplasty (pta) catheter and it ruptured at nominal pressure. A competitor¿s balloon was used to complete the procedure. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was calcified and the percentage of stenosis was 70. There was slight difficulty advancing the balloon catheter through the stent. There was slight difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The maximum inflation pressure was 4. The product was removed intact (in one piece) from the patient. Procedure was completed successfully. The device was not returned for analysis. A device history record (DHR) review of lot 17644432 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified with 79% stenosis) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.